Event description:
Initial report rec'd from purchasing on 07/20/2000. One medwatch report rec'd from risk mgmt outlining 3 events with 2 different product codes. The medwatch stated that manifolds were breaking where the IV tubing screwed into the manifold. Pts on multiple pressor drugs required add'l treatment and/or resuscitation. Follow up with risk mgr determined that the event on 7/17 involved the 5 gang manifold. The pt's pressure dropped. The pt recovered well from the incident after the manifold was replaced and the pressure returned to baseline. According to the risk mgr, the reference to resuscitation was made in error with regards to this event. The rptr further indicated that there may have been other events however she did not have any add'l info regarding those issues other than that they did not involve adverse events.